Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that while during use on patient the cs300 intra-aortic balloon pump (iabp) gave a message "unable to calibrate". The customer tried several attempts of troubleshooting but they were unsuccessful. Customer swapped out with another console without any issue. Patient remained stable. No patient injury or adverse event was reported.

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "unable to calibrate" error message. The customer tried several attempts of troubleshooting but they were unsuccessful. Customer swapped out with another console without any issue. Patient remained stable. No patient injury or adverse event was reported.

Manufacturer narrative:
Getinge service was not requested by the customer in connection with this event. However, the customer has advised that the issue was related to the iabp being placed on the wrong base and the epic attachment did not sync with the iabp. Subsequently, their biomed worked with the ccl, and the problem was rectified and all is fine.

Event description:
The customer reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed "unable to calibrate" error message. The customer tried several attempts of troubleshooting but they were unsuccessful. Customer swapped out with another console without any issue. Patient remained stable. No patient injury or adverse event was reported.